Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, alarmed no disposable and the pump stopped. It was reported the pump indicated there was 11.4 ml left in the pump but the cassette looked empty. Per reporter the patient had no symptoms indicating too large of a dose and was able to switch to a backup pump to complete infusing. No additional information is available.